Event description:
Complainant alleged that during a routine shift check by a clinician, the device intermittently would display a negative pulse instead of the ECG waveform. The complainant that there was no pt involvement in the reported failure.